Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. An event history log (ehl) confirmed the reported 'infusion error' as a se 21515. During functional testing the alarm was not reproduced. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified in the ehl. However, system error 21515 occurs when the sensing system is impaired, and the error is designed to give the user a warning that the pump might not be able to detect an upstream occlusion. This is a non-halting error and will not stop an infusion. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter phone no. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump had an infusion error during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.